Event description:
Patient was receiving a hysteroscopy. During this procedure, the scope is used first to assess the uterus, then the ablation device and then the scope again. At this time, the device was used to ablate the uterus of the patient. The device performed its initial internal safety check with the co2 and indicated that no perforation(s) were present. Thus, the device was safe to use. When the device was removed from the patient, it was unusually cool to the touch and very wet. Under normal circumstances, the device is warm to touch and charred/burned tissue is attached to the tip. When the scope was used after the novacept, the surgeon noticed the uterus had been perforated with a hole approximately the size of the tip of the thumb.